Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used nasogastric tube. Visual inspection of the sample noted no obvious visible defects. The nasogastric tube was infused with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) without any leaks. The main suction lumen was also pinched off while observing for leaks and no leaks were noted. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "6. Do not inject fl uid through the prevent® filter as this may result in blockage and leakage of fi lter. 7. Monitor patient for nasal erosion, sinusitis, esophagitis, esophagotracheal fi stula, gastric erosion and pulmonary & oral infections." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ng tube leaked from the indented tube portion where the blue air vent connects to the sump tube. The complainant noted that the device was placed in situ prior to the leak. The complainant also noted that the tube was originally used for decompression, and later for enteral feeds (promote at 20ml/hr) and meds (aspirin, lipitor, plavix, senokot, multivitamin liquid, thiamine, coreg, amiodarone, pepcid, lisinopril).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the ng tube leaked from the indented tube portion where the blue air vent connects to the sump tube. The complainant noted that the device was placed in situ prior to the leak. The complainant also noted that the tube was originally used for decompression, and later for enteral feeds (promote at 20ml/hr) and meds (aspirin, lipitor, plavix, senokot, multivitamin liquid, thiamine, coreg, amiodarone, pepcid, lisinopril).